Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic next day after receiving inappropriate shocks for atrial arrhythmia, but no further action was required. A successful atrioventricular (av) nodal ablation was performed on (B)(6) 2018 and complete heart block was achieved without any complications.